Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003, and mesh was implanted; and on (B)(6) 2003, mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(6). (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced recurrent urinary tract infections, recurrent cystitis, and chronic dysuria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, fistulae, recurrence, neuromuscular problems and vaginal scarring. It was reported that the patient had additional (sparc sling system with tensioning suture) manufactured by ams, on (B)(6) 2003, due to sui, cystocele and excessive labia. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy, transvaginal urethrolysis, placement of suprapubic catheter and excision of foreign body.